Manufacturer narrative:
The results of the investigation concluded the lead passed all electrical testing with no open or short circuits found. Visual and x-ray examination confirmed damage to the lead consistent with the explant procedure. The cause of the reported r-wave amplitude variation and inappropriate output remains unknown as the event could not be confirmed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered inappropriate shocks due to t-wave oversensing, which resulted in vt-2 and vf detection. The post-sensed t-wave oversensing is due to the low r-wave amplitude. Review of the session record found that the lead position seemed to be a problem, because an old lead which remained in the patient from a former implant, was touching the lead during the heartbeat and might be the cause for the oversensing. The undersensing is due to the mix of larger and smaller signal amplitudes. The lead was explanted. Patient was stable.